Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: 7082693. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier(UDI)#: (B)(4).

Event description:
It was reported that patient was experiencing jolts along the spine which was caused by the spinal cord stimulator (scs) leads. The patient described the sensation as a clicking on and off sensation while using a feel program.